Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during the procedure, the right atrial (ra) lead exhibited loss of capture and and high pacing impedance. The reported ra lead was not implanted during the procedure on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of loss of capture and high pacing impedance were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies.